Manufacturer narrative:
Investigation of the kodama catheter, lot 00318197, was completed on 8 june 2023. Visual verification of the tip and part of the imaging window was separated from the sheath assembly. The imaging window was elongated and damaged starting from the proximal end of the vent hole indicating a potential guidewire entrapment had occurred during the catheter removal. The device history record (DHR) for lot 00318197 was reviewed, revealing no deviation of the device specifications, product process specification(s), the quality assurance procedure(s) and specification(s). All acceptance records demonstrate the device was manufactured in accordance with the device master record. An assignable cause could not be indentified. Correction to b1, adverse event. In the initial report, this was incorrectly selected as product problem. Correction to b2, required intervention. In the initial report, this was incorrectly selected as hospitalization.

Manufacturer narrative:
The kodama catheter, lot number 00318197, was received on 19jan2023. Upon completion of the investigation, a follow-up report will be submitted to FDA.

Event description:
During an intravascular ultrasound (ivus) procedure using the acist kodama catheter, the tip broke within patient. The tip was removed by the physician and there was no injury to the patient.